Event description:
The balloon of the tuftex embolectomy catheter ruptured during an embolectomy procedure. The surgeon then used another tuftex embolectomy catheter to complete the procedure. This is report 1 of 2.

Manufacturer narrative:
We have received the complaint device for evaluation. We have confirmed the reported incident. We observed the balloon has ruptured. We observed both ligatures were properly held in place. We did not observe any stretching of the catheter lumen. When we injected saline into the inflation lumen, the liquid exited properly from the skive hole. Based on our device investigation, there is no indication that the balloon rupture was related to manufacturing. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Our IFU appropriately warns the users about the risks that could occur with the use of the embolectomy catheter including the risk of balloon rupture due to exposure to calcified plaque and overinflated balloon. We recommend exercising caution when encountering extremely diseased vessels. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. There was no impact on the patient's health because of this incident. The surgeon used another catheter to remove the clot. Please note that we have also submitted the manufacturer's report# 1220948-2022-00031 relating to another case of balloon rupture that occurred during the same procedure.